Manufacturer narrative:
Per the field service representative (fsr), the user reported that the occlusion was off for their cpg pump. The quarter inch tubing was occluded but not the 3/16 inch tubing with the crystalloid fluid, so the fluid was leaking. Increasing the occlusion was possibly causing a belt slip message.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump was not occluding properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6 during laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. During evaluation the pst observed 'pump jam' and 'belt slip' messages displayed on the roller pump when intentionally over-occluded. The roller pump responded to testing appropriately and no defect could be confirmed.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The pump operated as expected and passed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.